Event description:
The pt reportedly experienced an overly loud sensation with his internal device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the problem. Testing of the device revealed that it is functional. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.